Manufacturer narrative:
Complications associated with the use of the conformable gore® tag® thoracic endoprosthesis with active control may include but are not limited to branch vessel occlusion or obstruction.

Event description:
On (B)(6) 2019, the patient underwent an endovascular procedure using a conformable gore® tag® thoracic endoprosthesis with active control to repair an aortic arch aneurysm. The left subclavian artery were planned to be intentionally covered by the device; therefore prior to the device implant a bypass surgery was performed from the left common carotid artery (lcca) to the left axillary artery. It was reported that upon full deployment of the device it was noted that the device partially covered the lcca. The physician pulled the delivery catheter down to move the device distally with success. An angiography showed sufficient flow to the aortic arch branches, and then the physician fully removed the active control system. Final angiography showed no issues. The patient tolerated the procedure. On (B)(6) 2019, the patient complained of feeling dizziness. Computed tomography was performed on the same day and revealed that the device was partially covering the lcca. A re-intervention was performed and a bare metal stent was implanted to the lcca to secure the blood flow. The patient tolerated the procedure. The cause of the partial coverage of the lcca with the device was reportedly unknown.